Manufacturer narrative:
This report is based on information provided by a philips local customer support and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstrat mrx defibrillator indicating that the device displayed a "service required "error message. Available details indicate that the device is no longer covered under warranty and a purchase order (p.o.) Would be required for service. However, the customer has not accepted the quote and further analysis could not be performed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device is not under warranty and the customer has not accepted the quote for service. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator shows an error message "service required". There was no reported patient impact or injury.